Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-04137 / 04139).

Event description:
Patient's legal counsel reported patient underwent right hip revision procedure approximately seven years post-implantation due to patient allegations of pain, loosening of acetabular component, elevated metal ion levels, trunionosis with black metal debris, and metallosis. Patient's legal counsel further reported that murky fluid and stained tissues were noted during the procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay additional information.

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure approximately seven years post-implantation due to patient allegations of pain, loosening of acetabular component, elevated metal ion levels, trunnionosis with black metal debris, and metallosis. Patient's legal counsel further reported that murky fluid and stained tissues were noted during the procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in medical records indicates the patient was revised due to loosening, pain, murky-looking fluid, metallosis, trunnionosis with black metal debris.

Manufacturer narrative:
Concomitant product - taperloc por fmrl 9x13; 103203/43170.